Event description:
Complainant alleged that during the medics' attempts to treat a pt (age and gender unknown) using the device, the screen displayed "status 66", "status 93" and "cannot dump" error messages. The medic obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.